Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user went to a follow-up appointment after being a non-user for reportedly 3 years.

Event description:
The user went to a follow-up appointment after being a non-user for reportedly 3 years. The device has been explanted, however, the user was not implanted with a new device due to anatomical reasons. The clinic cited ossification.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. In addition the recipient experienced non-auditory side effects i.e. Pain. Cochlea ossification is a known predisposing factors for such symptoms. Therefore, it can be concluded that the reported non-auditory stimulation represents a known undesirable side effect of cochlea implantation especially in the presence of ossification of the cochlea. This is a final report.